Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 10.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.